Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. It was also reported that it is possibly related to component positioning. Revising surgeon removed cup and placed a larger one in a more inferior position. Stem was well fixed and left in place.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain. It was also reported that it is possibly related to component positioning. Revising surgeon removed cup and placed a larger one in a more inferior position. Stem was well fixed and left in place. / / investigation method: / / investigation summary: